Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: a review of the pump¿s black box showed cs 078 call service alarms. During testing, the pump performed the ezprime steps correctly and was exercised for 24 hours on a 1 u/hour basal rate with no alarms occurring. The battery compartment was found to be cracked on the side, extending from the threads to the case seal. There was moisture corrosion observed inside the battery compartment. A leak test was performed and a battery compartment leak was confirmed. No debris was found in the cartridge compartment. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The complaint of a cs 078 call service alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the alarm occurred multiple times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.